Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during thoracoscopic surgery, while preparing for anastomosis for lower pulmonary artery, the surgeon able to pressed the green button but device did not fire. They replaced with another device and the case was completed. There was no patient injury.